Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt 02-012-35-3509/4498383. Lgc tibial fit tray cem 02-012-45-3525/4452792, schanz pin, 3mmx145mm 201-78-97/4601877. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported arthroscopic procedure was likely the result of underlying patient factors, which led to scar tissue in the knee.

Event description:
It was reported through the egps clinical study database that a patient underwent arthroscopic surgery for arthrofibrosis and patellar clunk syndrome approximately 9 months post initial implant surgery on her right knee. Both knees, right and the contralateral left, underwent arthroscopic surgery to remove scar tissue about the patella. The study indicated it was possibly related to device and definitely related to the procedure. Outcome indicates resolved. No devices returning as they remain implanted. This report is for the right knee.